Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 4.00x16mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent strut got lifted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent identified damage to the proximal end of the stent. Stent struts in the first three proximal stent strut rows were lifted. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon cones were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 4.00x16mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent strut got lifted. The procedure was completed with a different device. No patient complications were reported.